Event description:
It was reported that a patient implanted with an impella 5.5 was found to have a small subarachnoid hemorrhage on computed tomography (CT) of the head without contrast. A CT angiogram of the head/neck were negative. Argatroban was on hold. Neurosurgery was following and the attending medical doctor does not believe findings are to be impella related. The following day, there were concerns for thrombocytopenia. Argatroban might be restarted with conservative partial thromboplastin time goal. Approximately a week later, advanced therapy was denied. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿